Event description:
A malfunction was reported with the pump showing malfunction code 5. There was no reported adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support arranged a pump replacement, while the customer planned to contact their healthcare provider for backup therapy.